Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula event on (B)(6) 2025. The issue occurred with one infusion set used for seventeen hours and the site was patient's abdomen. Also, the symptoms appeared three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.